Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there are no alarms related to the complaint in the alarm history. A review of the total daily dose basal delivery correctly reflects the user's active basal program. A review of the bolus history showed no boluses occurring on (B)(6) 2011; the bolus history showed the alleged "missing" bolus of 9.9u on (B)(6) 2011. The bolus totals and tdd correctly add up for that day of (B)(6) 2011. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The patient reported that on (B)(6) 2011 he experienced a blood glucose (bg) around 40 mg/dl and was found unresponsive by his son. He was reportedly taken to the hospital, where his bg had resolved to 178 mg/dl. The patient stated that he has a history of low bgs after bolusing to correct elevated bgs (300 to 400 mg/dl). He stated that he performs his own bolus calculations. He stated that on (B)(6) 2011, he removed the pump for three hours while doing (B)(6); he reported that he has not used the suspend feature of the pump. He stated that his bg at the time of the call to animas (B)(4) was 430 mg/dl. Troubleshooting indicated that the patient experienced low bgs overnight; a review of the pump settings indicated that the patient's night time basal rate is higher than the day time basal rate. (B)(4) advised the patient to contact his health care provider to determine if basal rates need to be adjusted, as the higher night time basal rates may have contributed to the low bgs. The pump history indicated that the patient was delivering only one bolus per day; he stated this is because he had a history of low bgs. (B)(4) reviewed the pump with the patient and found that the date was (B)(6) on the pump. Due to the date settings being off, it was unclear if the patient had been delivering boluses appropriately. The patient denied any site or set issues, and stated that he changes his site/set (B)(6). (B)(4) advised the patient not to use a site/set any longer than (B)(6). The patient reported that he had a virus with nausea and diarrhea for four (B)(6) prior to reporting the low bgs. (B)(4) advised the patient that a virus could cause or contribute to bg fluctuations. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy. Use error cannot be ruled out as a cause or contributor to the patient's reported bg excursions.